Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(4) was returned for analysis, a log file was downloaded, and multiple log files were submitted for review. The log files spanned approximately 8 hours (B)(6) 2022 at 2:08:08 - 9:49:55 per timestamp), 2 hours (B)(6) 2022 at 10:31:35 - 12:37:39 per timestamp), 2.5 hours (B)(6) 2022 at 10:37:52- 13:01:36), and 2 hours (B)(6) 2022 at 10:27:00 - 11:14:09 per timestamp). Events occurring on (B)(6) 2022 are from product testing at abbott. There were multiple driveline power fault events along with power a broken flags on (B)(6) 2022 at 10:27:00 to 10:56:47. The events on (B)(6) 2022 cleared on their own. There were no notable alarms in the log files. Pump operation was not affected. The system controller was able to pass all stages of preliminary testing and was able to pass functional testing as well. The system controller was able to operate on a mock loop for an extended duration and was able to operate with the returned modular cable as well. The root cause of the reported alarm was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline power fault alarms. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The damage may have occurred while the patient was playing football. The system controller and modular cable were replaced, and the alarms resolved. Related MFR # 2916596-2022-15716.

Event description:
It was reported that on (B)(6) 2022 the patient had a driveline power fault alarm that was potentially due to damage while the patient played football. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The patient¿s controller and modular cable were exchanged and returned for evaluation. It was noted that the modular cable was wrapped in black tape and the account reported it was damaged and worn from long-term use. It was reported that the driveline power fault returned on (B)(6) 2022, and driveline x-rays were taken. The modular cable was exchanged again as part of troubleshooting. The driveline power fault was cleared but returned again. Evaluation of the returned modular cable confirmed fluid ingress into the inline connector that would have caused the driveline power fault alarms. The cause of the driveline power fault was identified to be corrosion in the pump cable inline connector. The patient reportedly had no symptoms but was admitted to the hospital, and abbott technical services completed a pump cable inline connector cleaning on (B)(6) 2022. Abbott technical services confirmed visual corrosion on the connector pins which was able to be reduced with cleaning. The modular cable was noted to have visible corrosion during the cleaning, and it was exchanged again. The driveline power fault alarm later returned on (B)(6) 2023, and again after it was cleared. The log files confirmed driveline power faults caused by the b power line. It was reported that there was no additional fluid ingress or damage to any cables since the clean out on (B)(6) 2022. Abbott technical services completed another pump cable inline connector cleaning on (B)(6) 2023, during this cleaning the modular cable was exchanged again due to possible corrosion. The driveline power fault alarms resolved with the cleaning on (B)(6) 2023 and have not reoccurred as of (B)(6) 2023. The plan of care is to continue to monitor outpatient. Related manufacturer report numbers: pump 2916596-2022-16123. Modular cable 2916596-2022-15716. Modular cable 2916596-2022-16124. Modular cable 2916596-2023-00157. Modular cable 2916596-2023-01380.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial #: (B)(6)) was returned for evaluation following the reported event of driveline power fault alarms. A review of the log files spanned approximately 8 hours ((B)(6) 2022 at 2:08:08 - 9:49:55 per timestamp), 2 hours ((B)(6) 2022 at 10:31:35 - 12:37:39 per timestamp), 2.5 hours ((B)(6) 2022 at 10:37:52- 13:01:36), and 2 hours ((B)(6) 2022 at 10:27:00 - 11:14:09 per timestamp). Events occurring on (B)(6) 2022 are from product testing at abbott. There were multiple driveline power fault events along with power a broken flags on (B)(6) 2022 and on (B)(6) 2022 at 10:27:00 to 10:56:47. The events on (B)(6) 2022 cleared on their own. There were no notable alarms in the log files. Pump operation was not affected. The system controller was able to pass all stages of preliminary testing and was able to pass functional testing as well. The system controller was able to operate on a mock loop for an extended duration and was able to operate with the returned modular cable as well. No issues can be correlated with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.